Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, there were belt communication faults. The cause of the resetting is the belt communication faults. The cause of the belt communication faults is a defective belt connector receptacle. The receptacle would not secure an electrode belt connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.